Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the lens would not deploy from the cartridge properly. Lens was backed out from incision. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. One haptic is pointing down into a drain hole in the lens case. The lens was cleaned with klrp for further evaluation. A light scratch is observed on the edge of the optic on the anterior surface. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. The cartridge was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint of lens stuck in the cartridge. Qualified associated products were indicated. The lens dimensions are acceptable (plan view) using an approved template. The IFU (instruction for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company lens IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).